Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 2 events for the failure: incorrect measurement. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Evaluation findings (results/components) 1 device: no findings available / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 1 device: product not received 1 device: product disposition is not yet determined additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 0008010177-2026-99002. Supplemental rationale: corrected data: b5, h6, h11, 2 previously reported events were included in this follow-up record. Product return status 1 device was not available for evaluation. 1 device was received. Evaluation findings (results/components) 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: electrical/electronic component problem identified / sensor. Product disposition: 1 device: product not received. 1 device: scrapped by stryker.

Event description:
No change.